Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a hand assisted colon resection procedure; the blue part of the device was ripped. They replaced the device with a new one. There was no patient impact.

Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the hap02 device was received with the iris seal torn. The initiation site appeared to be from lower ring and propagated to upper inner ring. However, it could not be determined what may have caused this condition. Please note that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.